Manufacturer narrative:
H3: product analysis of part # 8880928 ; lot # 0866938w, visual and optical inspection confirmed the elevate spacer is broken. The peek tabs are broken and the peek part has separated from the metal part. The failure appears to be from excessive force placed on the implant during the implant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-l4 level mis of the lumbar spine. Pre-op diagnosis of patient was herniated intervertebral disc. It was reported that, after the surgeon selected the appropriate size and impacted the implant into the disc space, distraction was performed. However, a fracture of the implant was observed via intraoperative x-ray. Consequently, the damaged implant was removed, and a new implant of the same size was re-inserted. The procedure was then completed successfully without further complications. There were no patient symptoms reported. No further complications reported regarding the event.